Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of by the facility. If additional information is received, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic lower anterior resection procedure, the device did not fit with a versaone5mm port in use. There was friction within the port causing use of the device to be very rough and unprecise. A harmonic hd1000i was used to continue the procedure. No piece of the device fell within the patient cavity. However there was unanticipated tissue loss/damage. There were unintended small burns with the l-hook from the ligasure, due to friction within the port. There was no injury. The burn was about 1cm in diameter and was caused by monopolar energy to unintended fatty tissue while the device was being activated at the time. No treatment was required. The burns were from the inability to use the device smoothly through the trocar. When the physician moved the instrument a bit forward, it accidently moved 5-6cm instead, causing him to burn in an unintended location.